Manufacturer narrative:
D4: lot, expiration date unavailable. H4: manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device under-infused medication. Per the reporter, there were no adverse patient effects. Resolution volume 92ml; given 65.70ml; lock level 2; rate 2.5; air off.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed the sample in used condition. Functional testing revealed no discrepancies. The failure mode was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.